Manufacturer narrative:
G4: 24jun2020. B4: 25jun2020. Further investigation into the unit and information gathering found no device malfunction or failure and attributed the event of asynchrony to patient prognosis as determined by bedside clinician (customer) and sr. Clinical post market specialist (philips respironics). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 17 jun 2020.

Event description:
It was reported that the ventilator was asynchrony with the patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Although requested, patient information was not available. The biomedical engineer troubleshot with technical support and philips clinician and was advised to review ventilator diagnostic logs, check settings on a test lung and perform a pull performance verification test. The biomedical engineer reported that the respiratory manager checked the ventilator and no fault was found on the unit. The biomedical engineer reported to have ran through a performance verification per technical supports recommendations and no irregular findings were found on the ventilator.